Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin resulting in high blood glucose levels of 20-25 mmol/l.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Manufacturer narrative:
In section b3, the event date has been corrected upon additional information received.